Event description:
It was reported that during a da vinci surgical procedure, the plug-in adapter was missing. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the banana plug was missing from the back end, there was no damage to the back end. The housing was removed to find the lug nut and washer that connects to the banana plug were still in the housing. Additional observation not reported was the pad printing on the instrument tube extension was removed. There was about 3 small scratches that have removed the pad printing of the tube extension. The scratches were not vertically aligned with the tube. The instrument flush tube was also found kinked. Failure analysis concluded the scratches and kinked tube were likely due to improper cleaning. Additionally, the distal end of the main tube exhibited hairline cracks in the axial direction. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.